Manufacturer narrative:
B2: date of death: date of death is approximated. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, causes for the reported death and tissue injury could not be conclusively determined. The reported patient effects of death and tissue injury, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that patient was found down and brought in. Patient¿s family called around 11pm on (B)(6) 2024. The patient was still unconscious and hemodynamically unstable at time of the call. Left ventricular assist device (lvad) was alarming low flow. The patient was put on epinephrine intravenous (IV), and flows got above 2.5 lpm. Tests were being done. The patient experienced anoxic brain injury and passed away on (B)(6) 2024. The cause of death was unknown. The death was not considered device related. The device operated as expected. Log file review showed intermittent momentary low flow estimate on (B)(6) 2024 starting at 11:02. The low flow alarms became more persistent starting at 12:49. The log also capture multiple patient speed changes at 13:09 from 5200rpm, 4800rpm, 4900rpm, 5200rpm, 3900rpm back to 5200rpm. These set speed changes caused low speed advisory alarms. Moreover, the log noted backup battery not installed alarms at 13:08 and continued until end of the log. Otherwise, there were no other notable alarm conditions or parameter changes prior to 11:02. The events on ()(6) 2024 were overwritten by the multiple events and alarms on (B)(6) 2024. There was 1 low flow recorded at 23:34 on (B)(6) 2024 where the flow 1.3lpm and pulsatility index (pi) was at 8.3. Flow was ranging from 1.3 to 4.7 lpm and pi was ranging from 2.9 to 8.3 on (B)(6) 2024 from 0:34 to 23:34. The alarms mentioned persisted with when the patient was hospitalized, admission around morning on (B)(6) 2024.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.